Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported no delivery alarms and high blood glucose levels since the day before. The no delivery alarm did not occur during the call with the helpline, so no related troubleshooting took place. Troubleshooting for the high blood glucose values was offered; the customer stated would call back. The customer's value at the time of the phone call was 596 mg/dl. No further information was provided.